Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer called to get some assistance with the purewick female external catheter placement. Patient had been using the purewick product for less than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be ¿incorrect/ missing translation; missing instructions; vendor/printer error". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear maybe useful for securing the purewicktm female external catheter for some patients. Peri-care and placement: 3. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Notes: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement." The device was not returned.

Event description:
It was reported that the customer called to get some assistance with the purewick female external catheter placement. Patient had been using the purewick product for less than 90 days.

Event description:
It was reported that the customer called to get some assistance with the purewick female external catheter placement. Patient had been using the purewick product for less than 90 days.

Manufacturer narrative:
Upon further review, bd has determined that there is no allegation against the device hence, this event is not reportable. The device was not returned.